Event description:
(B)(4). Had to have a hysterectomy because the coils punctured my tubes and found one outside the tube the other is missing.

Event description:
(B)(4). On (B)(6) 2015 I passed out in gas station. Was trying to figure out why I would just pass out. Well my eyes have been cloudy and blurry. Its not normal and I haven't felt this bad about trying to focus.

Event description:
(B)(4). My side effects from essure hair loss bloating I still look pregnant 6 years later. Back pain pelvic pain, arthritis muscle weakness lightheadedness and I pass out . I thought after I had my hysterectomy things would go back to normal. Absolutely not. Just more problems to deal with.

Event description:
(B)(4). Two and a half years later still having issues with bladder and pelvic pain.